Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product/photographs provided identified debris inside the sterile packaging which is consistent with the appearance of the porous coating. The reported event is confirmed. Sterility has not been compromised as debris is from movement of the product inside the packaging during transit shedding of the foam insert and/or porous material from product. Product is considered conforming. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Upon completion of our investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location is unknown.

Event description:
It was reported that the inner sterile package had a dark substance on the distal tip of the stem. No patient harm reported. Attempts have been made and additional information on the reported event is unavailable at this time.